Event description:
It was reported that there were no field allegations made against the performance of this insertable cardiac monitor (icm) device. The device was an attempted implant and was not implanted; a new icm was implanted instead. The device was returned, and device analysis was completed. No adverse patient effects were reported.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It was confirmed the icm could not be communicated with. A review of stored latitude data found the battery had depleted faster than expected. Low voltage errors were also present. The device case was removed, and the battery was removed and subjected to detailed analysis. Despite this analysis, the root cause of the premature battery depletion could not be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device but unable to trace more specifically.